Event description:
Laboring patient rang out that she thought her water broke. On assessment, her water was intact but the cervical ripening foley balloon was able to come out easily and the balloon was not inflated at all. The patient stated she felt it burst inside her and the water was on the floor. No impact to patient, as patient continued to progress in labor and delivered via vaginal delivery.